Event description:
Per the audiologist, the pt reported pain and a recurrent infection. The pt was treated with oral antibiotics. In 2008 (date not reported), the pt would not use the device during p.e in school due to discomfort. Treatment with two oral antibiotics did not alleviate the problem. The pt reported pain even when not using the device. Four months later, the pt was treated with an IV antibiotic. Two days later, the pt was admitted to the hospital. The pt received a pic line for the IV antibiotics to be administered at home. The patient's device was explanted three weeks later. Reimplantation plans were not reported at the time of this report.

Manufacturer narrative:
This report filed, jan 07, 2009.